Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336700; model: sc-8336-70; serial: (B)(4); batch: 18649744.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to unknown reason. Additional information was received that the patient experienced headaches and dizziness. It was also indicated that the scs device was also not working properly. No further information could be obtained.